Event description:
The customer reported that the system intermittently would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to duplicate the reported issue. The service representative erased the system nodes and reloaded a clean install. The system was tested and found to be working as intended and put back in service.